Manufacturer narrative:
Unit passed displacement test and active current measurement. However, unit failed sleep current measurement and longtrace displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was previously used. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer was changing the battery every time she received an insert battery alert. The device will be returned for analysis.